Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: one holding distractor instrument was returned for investigation. The distal part of the instrument is made of one main body, two clamps and two springs. The function of the clamps in combination with the springs is to hold the implant secure and in place. One of the clamps is strongly bent. All other parts are in a sound condition and show no signs of damage. As the one of the clamps is strongly bent, the function of the instrument is no longer guaranteed. A secure hold of the implant is no longer possible. A dimension inspection of the relevant features is not possible anymore due the deformed clamps. The complaint condition cannot be replicated with the received holding+distraction instrument as the device is in general not functional anymore with the deformed clamps. Due to this damage is the complaint confirmed although the complained malfunction itself cannot be replicated anymore. The review of the manufacturing documents has shown that the instrument did pass the function test during inspection and the visible deformation was caused post-manufacturing. However, based on the available information in cannot be defined when exactly this deformation occurred, it is unknown if this was during a previous procedure or if the instrument being dropped to the ground during cleaning or use. Finally, the exact root cause cannot be defined. One possible cause could be not enough space next to the implant after the insertion, which could prevent the moving/releasing of the catchers. Such a blocking would also lead to a deformation of the clamps when too much force is applied for loosening. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 397.127 lot: 9156065 manufacturing site: hägendorf release to warehouse date: 11.march 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine procedure on (B)(6) 2019 the adjacent vertebra required distraction for cage insertion and subsequent reduction onto the cage. The proper distraction and reduction was not occurring. The cage could be expanded if pushed onto table surface. However this was not possible in the patient because it would have meant pushing directly onto the spinal cord. A surgical delay of greater than 15 minutes was noted. It is unknown how the procedure was completed. This is report 1 of 2 for (B)(4).